Event description:
The customer removed the pod and stated that the cannula was not visible. The customer believes that the cannula never inserted into the infusion site. The pod was worn for 6 hours.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.